Event description:
It was reported by svc report that the bed had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged cpu board. Bent downward knee gatch foot-end cover. Cut foot-end lift motor power coil cord.